Manufacturer narrative:
B3: corrected date of event.

Manufacturer narrative:
D4 lot, serial, primary UDI number, expiration date are unknown. H4. Device manufacture date is unknown. Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient implanted with and impella 5.5 experienced a purge fluid leak from the purge cassette at the purge disk of the impella device during support. It was noted that there were no alarms triggered from this issue, and that all waveforms and parameters were within normal limits. It was reported that the purge cassette was replaced, and the issue resolved. No signs or symptoms of patient injury were reported, there was no reported harm associated with the event.

Manufacturer narrative:
B5: updated with the clinical rationale. D6a and d6b: added implant and explant date.

Event description:
Clinical rationale: an impella 5.5 device was inserted via the right axillary artery in a 67-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage e. The patient had a history of known coronary artery disease (cad) . During support, a purge cassette leak was noted at the purge disk. The nurse observed fluid collecting at the bottom of the aic, although no alarms were triggered, and all waveforms and parameters remained within normal limits. The purge rate had been slowly increasing, and the purge cassette was exchanged with no further complication. A leak was also noted around the introducer, attributed to ineffective graft locks, which were retained for return to headquarters. After the patient returned from the or, the nurse reported that the impella controller shut off with a single short beep, and the unit powered down. Upon restarting the controller, alarm review indicated an impella disconnect, followed later by an impella emergency shutdown imminent alert and an unexpected impella shutdown. The patient remained hemodynamically stable throughout. A controller exchange was planned, and the original unit was sent to biomed. The reported events include shutdown/restart problem, fluid leak, device revision or replacement, and hemodynamic instability. The impella 5.5 will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient, and support was resumed without any known adverse events.

Manufacturer narrative:
Updated information: b3 event date updated h6 component code changed to g07003 the investigation for the fluid leak has been completed. The cause of fluid leak was unable to be determined as limited clinical details were provided and no product was returned for review.